Manufacturer narrative:
During evaluation, the reported angulation issue was not confirmed. The directional knob met with functional specifications. However, the bending angles did not meet with specifications due to a stretched angle wire. The reported insertion tube issue was confirmed: the connecting tube portion was wrinkled. In addition, the reported elevator rotation issue was confirmed: the elevator did not move smoothly because the forceps raiser knob was deformed. Functional testing showed the elevator angle was low; this occurred due to deterioration of the forceps elevator wire. In addition, the device's image had black dots caused by damage to the charge-coupled device. The forceps raising angle did not meet with specifications because the forceps elevator wire was frayed. Visual examination found the following issues: the bending section cover adhesive was deteriorated; the objective lens was scratched; the light guide lens was cracked; the control unit was scratched; the scope connector cover was dented; and the universal cord was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the duodenovideoscope had free play in angulation, wrinkles on the insertion tube and heavy elevator movement. This issue was found during routine inspection by customer. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
The initial medwatch reported the returned device found foreign material at the forceps elevator; however; the customer returned the device without reprocessing due to the angulation issues, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.